Manufacturer narrative:
(B)(4). Date sent: 5/27/2016. Batch #. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Rectal carcinoma, 9cm from the pectinate line (dentate line ). Was the transection taken in one or multiple firings? In one firing. Did the surgeon convert to a colostomy? If so, is it permanent or temporary? Yes. Permanent. What is the current patient status? The patient is in hospital now. There was no other adverse consequence reported so far. The patient has not taken chemotherapy or radiotherapy before the surgery. There was no staple formed at the distal segment. The cut line was complete. The anal sphincter was not preserved.

Event description:
It was reported that during a total mesorectal excision (tme) procedure, the staples malformed with straight legs at the distal segment during the open rectal surgery. The proximal staple line was complete with proper b-form. The anal sphincter was not preserved. Further information is to be confirmed. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # l53z8c. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.